Event description:
Title: surgical treatment for persistent cervical anastomotic fistulas with sinus formation. The aim of this study is to check the effective surgical treatment of persistent cervical anastomotic fistulas with sinus formation. Between 2014 and 2021, 3250 patients underwent esophagectomy at the institution and 7 of them were analyzed in this retrospective study. 2-0 mersilk (ethicon) was used to pursestring the middle of the muscular sinus. Reported complication: dysphagia (n-1) conclusion: multilayered pursestring inverted suture embedding the sinus can be used to treat long-term neck anastomotic fistulas with sinus formation, which can shorten the healing time of the anastomotic fistula. It is not suitable for patients with severely narrowed anastomoses or with fistula to the mediastinum or thoracic cavity.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. The following information was requested but unavailable: does the surgeon believe that ethicon product: silk suture unknown product involved caused and/or contributed to the adverse events described in the article, specifically: dysphagia? If yes, please provide event details for each patient including: -initial procedure date -procedure name -specific patient demographics -where was the procedure performed? -event date -specific medical/surgical intervention ¿ ethicon product involved; product code and lot number are any devices available for evaluation? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: 2022 by the society of thoracic surgeons published by elsevier inc. Https://doi.org/10.1016/j.athoracsur.2021.11.062